Event description:
It was reported the patient was experiencing intermittent and weak stimulation. The stimulation could only be felt when it was turned all the way up, and the patient was lying on their back. There was no known accident related to the complaint, but the stimulation was lost suddenly. Additional symptoms reported included pain at the laminectomy site, numb legs and pressure along the back whether the stimulation device is on or off. Additional information has been requested from the hcp, but was not available on the date of this report.